Manufacturer narrative:
Returned device was received in worn physical condition. The returned device had wear and tear damaged enclosure, front cover, and line cord, a cracked tank cover and an outdated pcb and power switch. During the evaluation of the device, the reported issue was able to be replicated. There was a short in the pcb causing the defective led. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a led out. There were no reported adverse events.